Manufacturer narrative:
If explanted, give date: not applicable, as lens the lens remains implanted. (B)(4). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the right eye that patient experienced defined halos and glare. Distance images are clear with right eye (shape of leaves, road signs, etc). The patient can drive however, the patient avoids night driving. Through follow-up with the patient, it was learned that the patient currently still experiences halos and glare around house lights and oncoming vehicle traffic with the right eye. The patient has experienced more dry eye symptoms and uses over-the-counter lubricating drops (systane). The patient reported that the visual issues in the right eye are not affecting daily activities. The visual issues started the day after surgery and clarity improved over two to three months. The patient had more dry eyes until two to three months post-surgery. Glare persists however, the patient can drive during the night cautiously (with increased getting used to the lens). After completion of the one-month use of typical post-surgery eye drops, the patient still experienced some pain, dryness, discomfort, and the patient¿s vision was blurry. The doctor instructed the patient to continue use of an additional one month of steroid eye drops, three times per week, then two drops the third week, and one drop the fourth week. It took about three to four months to have clearer vision. There are no planned interventions for the right eye. Prescription for right eye: -5.25 sph; -0.75 cyl; 060 axis; reading addition: +2.50; the patient wears acuvue 1day moist multifocal contact -5.00/m. The patient reported visual acuity in the right eye is 20/25 and noted that near vision is better with the lens in the left eye. The iol remains implanted. No further information was provided.